Event description:
A treatment provider reported that a patient was treated with coolsculpting and seen not much much result, but may have developed possible paradoxical adipose hyperplasia.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01457-00.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported that a patient was treated with coolsculpting and seen not much result, but may have developed possible paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Clinical studies have shown that the coolsculpting procedure will naturally remove fat cells but, as with most procedures, visible results will vary from person to person. The reason for no appreciable results can be multi-fold: even though some patients may indeed be non-responders, most other causes can be managed, such as patient expectation, patient selection, number of treatments prescribed, applicator selection, applicator placement, etc. The coolsculpting user manual, under zeltiq clinical studies, contain additional information on efficacy based on pre-clinical and clinical investigations. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported that a patient was treated with coolsculpting and seen not much result, but may have developed possible paradoxical adipose hyperplasia.